Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿early loosening and secondary dislocation due to a broken trochanteric osteotomy wire following a charnley total hip arthroplasty: a case report¿ by yousef shahin, et al, published by cases journal (2009), vol. 2, no. 7117, 3 pages, was reviewed. This article captures the case report for a dislocation of a left charnley tha implanted in 2005. Patient identifier: (B)(6), white british male. Adverse event: patient presented with pain, an inability to bear weight, and externally rotated left leg in april 2008, 3 years after primary charnley tha. Radiographs identified a dislocated hip and a broken cerclage wire identified in fig. 2. The cup and monoblock stem were revised. Intraoperative findings revealed polyethylene wear on the cup and a broken cerclage wire embedded in the cup, identified in fig. 3. There was insufficient information provided to identify the manufacturer of the broken cerclage wire. There authors could not conclusively attribute the dislocation to the broken cerclage wire. Impacted products: charnley polyethylene cup: implant dislocation and bearing wear and charnley monoblock stem: implant dislocation. "

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.